Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring report showed bipolar lead impedance values instead of the uni-polar impedance. The caller was advised this is a known issue and further investigation is being done to resolve the issue. No patient complications have been reported as a result of this event.